Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter separated from the hub approximately 48-hours after placement in the kidney for a percutaneous nephrostomy . An additional procedure was scheduled and completed to exchange the tube.

Manufacturer narrative:
Investigation: evaluation: a review of the complaint history, dimensional verification, device history record, documentation, functional test, and visual inspection of the returned device was conducted during the investigation. The customer returned two devices; one opened and one unopened. The open device was returned already separated. Tug and twist testing was conducted on the unopened device and dfaf determined the tubing and cap to be properly secured. This complaint has been confirmed for one device (used). All possible measurements were within specifications and therefore we cannot confirm that either device is non-conforming. Document review was conducted which has established that proper procedures are in place in order to identify/prevent this failure mode prior to distribution. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.